Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a pulse field ablation procedure for the treatment of persistent atrial fibrillation (af), a farawave catheter was selected for use. Upon connection to both an IV pump and a pressure bag, air bubbles were observed traveling backward into the flush line. The catheters lumen and side port flushed normally when tested with a syringe; however, air bubbles consistently appeared and moved backward when connected to flow. There was no air present in the flush line prior to catheter connection. This issue occurred with two catheters from the same lot number. A third catheter from a different lot was then used, and the issue was resolved. The procedure was completed successfully without any patient complications. The devices are expected to be returned for further analysis. Use of a farawave catheter to treat persistent atrial fibrillation constituted off-label use of the catheter.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. Visual inspection revealed that there was potential adhesive in the flush tubing. Functional testing revealed when a guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and deployment to basket and flower was functional with no unusual resistance noted. Flushing through the irrigation port was tested. No obstruction was observed, and the irrigation was functional in all deployment states. The no problem detected code was selected for the reported allegation. The allegation was unable to be confirmed, and no evidence or abnormalities were observed during the analysis.

Event description:
During a pulse field ablation procedure for the treatment of persistent atrial fibrillation (af), a farawave catheter was selected for use. Upon connection to both an IV pump and a pressure bag, air bubbles were observed traveling backward into the flush line. The catheters lumen and side port flushed normally when tested with a syringe; however, air bubbles consistently appeared and moved backward when connected to flow. There was no air present in the flush line prior to catheter connection. This issue occurred with two catheters from the same lot number. A third catheter from a different lot was then used, and the issue was resolved. The procedure was completed successfully without any patient complications. The device has been received at boston scientific laboratory. Use of a farawave catheter to treat persistent atrial fibrillation constituted off-label use of the catheter.